Manufacturer narrative:
Investigation is pending.

Event description:
The customer alleged potential (B)(6) results on the triage tox drug screen panel on a patient in (B)(6). The triage tox drug screen was performed using a fresh urine sample and the following results were positive: acetaminophen (apap), benzodiazepines (bzo), tetrahydrocannabinol (thc), methamphetamines (mamp), methadone (mtd), opiates (opi). The service where the patient was hospitalized disagreed with the results. The same sample which was stored for a few hours was retested on the same strip lot and all the results were negative. There was no reported adverse patient sequela. There was no additional information provided. (Note: the triage tox drug screen panel device is not available in the united states; however, this MDR filing is due to the a same or similar device being available in the united states.)

Manufacturer narrative:
Investigation/conclusion: there were no false positive mamp, bzo, mtd, apap, opi or thc results observed from any retain devices tested with tox-ds 0.5x calibrators or on the returned triage meterpro meter with tox ds level 1 controls. The manufacturing records for the lot were reviewed and the lot met ous release specifications. There was no sample return, therefore, sample specific interference was unable to be ruled out as a potential cause for the false positive results. There was no product deficiency established and no corrective action required.